Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water was unable to be infused into the balloon after insertion. As a result, the catheter was replaced. There was no patient injury reported.

Manufacturer narrative:
Received only the catheter for evaluation. The catheter was visually evaluated and observed that the deformed/dented shaft at one location caused a non-inflator. The functional testing was tested using a lab syringe, and the balloon was unable to be inflated with 10cc of water. Instead, the inflation funnel filled with water and ballooned out. The balloon was deflated and repeated using the quick fill technique and the same result was achieved. The catheter was then cut in half after the dent area, and the balloon was inflated with 10cc water, using lab syringe, and the balloon inflated and deflated without difficulty. No leak was observed. The catheter was cut on the dent area and observed under a microscope. It looked like the dent was caused from the outside. The following results were obtained from the dimensional evaluation: eye snip length 2/32¿. Eye snip width 1/32¿. Eye snip distance from distal cuff 9/32¿. Eye snip distance from proximal cuff 7/32¿. Rubberize thickness 10 thou. Reinforcement 152 thou. Inflation funnel thickness 52 thou. Balloon thickness (average) 21 thou. Inflation lumen coverage 11 thou. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use - (1) do not inflate the balloon in the urethra [the urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.]" The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was unable to be infused into the balloon after insertion. The catheter was replaced, and there was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was unable to be infused into the balloon after insertion. The catheter was replaced, and there was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was unable to be infused into the balloon after insertion. As a result, the catheter was replaced. There was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water was unable to be infused into the balloon after insertion. As a result, the catheter was replaced. There was no patient injury reported.